Event description:
It was reported that the drive wheel disengaged while in use, so the trolley went into manual steer (zoom disengages during use). The porter stopped the trolley by leaning backwards to slow it, but it lightly hit the doors before stopping. The porter immediately experienced back pain, and was absent from work due to this.

Manufacturer narrative:
The device was evaluated by a stryker service technician and no defect was found. The reported issue could not be duplicated through functional testing.

Event description:
It was reported that the drive wheel disengaged while in use, so the trolley went into manual steer (zoom disengages during use). The porter stopped the trolley by leaning backwards to slow it, but it lightly hit the doors before stopping. The porter immediately experienced back pain, and was absent from work due to this.